Manufacturer narrative:
The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received a false positive result on 23-mar-2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 25174a, and reader sn (B)(6) . Two repeat cue covid-19 tests performed on (B)(6) 2023 provided negative results. Customer states a cue covid-19 test was performed (B)(6) 2023 through (B)(6) 2023 and all results were negative. Customer tested negative with three binaxnow tests on (B)(6) 2023 and (B)(6)2023, but did not specify how many tests were performed on which day. Customer also tested negative with a sars-cov-2 pcr test on (B)(6) 2023. Customer had no known exposure but had just come back from a trip and was experiencing symptoms (body aches, headache, sore throat, cough). Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive tests. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer received a false positive result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). Two repeat cue covid-19 tests performed on (B)(6) 2023 provided negative results. Customer states a cue covid-19 test was performed each day through (B)(6) 2023 and all results were negative. On (B)(6) 2023, customer tested negative with a bionix (sp) test and a sars-cov-2 pcr test. Technical support requesting additional information regarding false positive result.